Manufacturer narrative:
Batch review performed on 31-july-2019. Lot 166592: 150 items manufactured and released on 07-mar-2017. Expiration date: 2022-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 other similar reported event. Another device involved. Batch review for ball heads: bipolar head 25060.2851 bipolar head ø28x51 lot. 164204 (k091967): 7 items manufactured and released on 12-oct-2016. Expiration date: 2021-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the 28mm cocr head l with a 28mm cocr head l and revised the bipolar head 51mm/28 with a bipolar head 51mm/28 1 month after primary. The surgery was completed successfully.